Manufacturer narrative:
Additional information will be provided following investigation conclusions.

Event description:
A customer reported that while opening a 1.0 stab blade, the blade was already exposed within the packaging, resulting in a minor cut to a surgical technician. It has been confirmed that no further health complications occurred. While the complaint does not specify that medical intervention was required, the potential for serious injury remains if this issue were to recur. Based on the information currently available, we have determined that this complaint meets the criteria for reporting.

Manufacturer narrative:
A customer reported that while opening a 1.0 stab blade, the blade was already exposed within the packaging, resulting in a minor cut to a surgical technician. Customer confirmed that the nurse is fine and we were not informed about any medical intervention performed to treat the reported outcome. The bvi quality assurance department has followed its internal procedures to investigate the complaint. The investigation included a review of current process controls and the DHR. All manufacturing operations were recorded, and all signatures and dates were present. No nonconformities were identified in the manufacturing process for the affected product. No samples were returned from the customer for further review. The evaluation of this complaint was performed based on available information from the customer and historical data of similar incidents. The definitive root cause was not established; however, it is possible that the observed defect resulted from a transportation or process issue. Due to the lack of physical samples, this cannot be confirmed. After a thorough investigation of the complaint, it has been determined that no corrective or preventive actions will be initiated. The issue reported does not indicate a systemic or recurring problem, and no further action will be taken at this time. The complaint has been acknowledged per customer information and added to bvi records. Bvi will continue to monitor feedback from our customers and take appropriate action if an unfavorable trend is observed.